Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets and single leaflet device attachment/slda appears to be related to patient morphology/pathology, as the tethered and flailed posterior leaflet contributed to the reported issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment/slda). It was reported that this was a mitraclip procedure to degenerative mitral regurgitation (mr) with a grade of 4. The mitrclip delivery system (cds) was advanced to the mitral valve, grasping was difficult in the p3 segment of the leaflets due to a pre-existing flail. The clip was repositioned and the clip was deployed; however, during gripper line removal the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Mr increased to 3. A second clip was implanted to stabilize the slda clip; reducing mr to 2. There were no adverse patient effects. No additional treatment is planned. The patient is stable. No additional information was provided.